Manufacturer narrative:
Cec re-adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca and lad were treated. On the same day, elevated troponin levels were noted. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by stable angina and positive stress test. The mi occurred in the rca and lad. If information is provided in the future, a supplemental report will be issued.